Manufacturer narrative:
(B)(4).

Event description:
During the procedure the physician found the guidewire kinking. A new kit was opened to finish the procedure. No patient harm. The patient's condition is reported as fine.

Event description:
During the procedure the physician found the guidewire kinking. A new kit was opened to finish the procedure. No patient harm. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned multiple components from a cvc kit including a single guide wire and insertion components for evaluation. The guide wire was returned within the advancer tube and showed evidence of use. The guide wire was observed to have a several kinks throughout the body. The distal j-bend was slightly misshapen but intact. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. The major kinks in the guide wire measured at 130mm, 575mm, and 590mm from the distal end. The guide wire total length measured 600mm, which is within the specifications of 596mm-604mm per product drawing. The guide wire outer diameter measured 0.791mm, which is within the specifications of 0.788mm-0.826mm per product drawing. Functional inspection of the guide wire was performed per the instructions for use (IFU) provided with this kit, which states "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was advanced through the returned ars and the returned 18ga introducer needle to functionally test the guide wire. The guide wire passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked in multiple locations throughout the body. The returned guide wire met all relevant dimensional requirements and a device history record review based on sales history did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.